Event description:
It was reported by service report that the fowler would not raise. The user facility was unable to provide any information as to whether there was patient involvement or adverse consequence associated with the reported issue.